Manufacturer narrative:
(B)(4). Concomitant medical products: item# 110024464, g7 dual mobility liner 44mm f, lot# 837170; item# xl-200150, act artic hd arcom xl 28x44mm, lot# 692200; item# 00771101320, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset, lot# 63989039; item# 00625006530, bone scr 6.5x30 self-tap, lot# 63081166; item# 00625006540, bone scr 6.5x40 self-tap, lot# 64005644. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -01073, 0001825034 -2019 -01071.

Event description:
It was reported that patient underwent revision 2 weeks post initial implantation due to infection. All components, as well as extensive I&d was done with placement of all new components. It was noted that the cultures were positive for staph aureus as well as mrsa. Attempts to obtain additional information were made; however, none was available.